Event description:
Hospital biomedical engineer, reported that data that should have been transmitted by the telemetry transmitter on channel would intermittently show up on the central monitor display in the area designated for info transmitted on another channel. Reporter indicated that after the battery in the transmitter was changed, the transmitted data initially displayed in the correct zone on the central monitor for first channel. Subsequently, however, the transmitter data again began to intermittently be displayed in the zone on the central monitor designated for info transmitted on channel(second). The nurse for the pt whose telemetry transmitter was set to transmit on channel(second) said she thought the transmitter may have become wet. Reporter indicated that when he removed the transmitter from service, he did not notice any water in the battery compartment.

Manufacturer narrative:
Review of our post marker surveillance has revealed that spacelabs had not previously submitted a report of this incident to the FDA. We are now reporting this issue as required by 21 cfr 803. However, this issue was reported as required by 21 cfr 806. The customer reported an incident in which, upon being powered up, a telemetry transmitter would begin transmitting on the wrong radio frequency channel (i.e. A frequency other than the frequency on which it had been set to transmit). When this occurs, if another telemetry receiver at the site has been tuned to receive transmissions on this other (wrong) channel, the pt's waveform would be displayed on the central monitor as having been transmitted on this wrong channel. Prior to receipt of this complaint, we had already initiated a recall to address previously reported incidents of channel switching. At the time of this complaint, this customer's products had not yet been updated in connection with the recall corrective action. This recall is still in process.